Event description:
The hospital reported a patient was connected to an aespire view when it was alleged that the patient desaturated to 26%. Reportedly, the patient could not be oxygenated. The patient was switched to another anesthesia machine and saturations recovered. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare (gehc) fe performed a checkout of the aespire view logs but could not confirm the reported issue. Gehc investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. The gehc's field engineer completed a review of the system logs and checkout of the device and determined there was no malfunction of the gehc device. The root cause of the alleged insufficient gas flow cannot be determined.